Event description:
Boston scientific received information that this right atrial lead had dislodged. A revision procedure was performed to reposition the lead. There was difficulty with the revision procedure as the lead had to be repositioned five times due to the three dislodgements with high threshold outputs and two non-capture positions. The lead was successfully repositioned however the lead exhibited intermittent farfield oversensing post-procedure. Reprogramming was attempting however undersensing occurred with premature ventricular contractions. The lead was reprogrammed successfully. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.